Event description:
It was reported that there was abnormal battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688 lead, implanted: (B)(6) 2012; 5076-52 lead, implanted: (B)(6) 2012. (B)(4).